Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#(B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
A patient reported via manufacturer representative that they lost coverage and that their leads had migrated; one lead migrated up and one lead migrated down. It was reported that the patient was getting stimulation more in their waist rather than down their legs. The patient stated that some days the stimulation would be perfect while other days the coverage would change. As a result, the patient underwent a revision surgery, switching from percutaneous leads to a paddle lead. It was noted that the patient's system worked well for about a month after they had it implanted in (B)(6) 2016. No further information was provided regarding the outcome of this event. Indications for use are spinal pain and other chronic/intractable pain (trunk/limbs).

Manufacturer narrative:
Analysis of lead model 977a260 serial #(B)(4) showed no anomalies. Analysis of lead model 977a260 serial #(B)(4) showed no significant anomalies. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.